Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse confirmed the equipment was installed and verified according to original equipment manufacturer's instructions. The software attributes were verified. The debris was inspected and discarded. Attempts to duplicate the issue were unsuccessful. The unit was inspected, the channel and disinfect pump hoses were replaced, and no visible debris was found after running a full cycle. Tested full cycle successfully. This complaint is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported by the customer an endoscope reprocessor needed a door and lid replacement and black debris was found in the basin. There was no impact to patient care reported for this event. It was later reported that black debris was not a problem with this device. However, black debris was investigated during the service by the manufacturer's field service engineer and will be included in this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the hose in the disinfectant tank deteriorating with age and generating black debris in the subject device. Olympus will continue to monitor the field performance of this device.